Event description:
It was reported that during the procedure in the moderately tortuous, heavily calcified, distal right coronary artery for treatment of a 99% de novo lesion, a 2.75x8 nc trek rx dilatation catheter was advanced with resistance due to the lesion. During the first inflation, the balloon ruptured at 8 atmospheres. The device was withdrawn from the anatomy without resistance and a new nc trek was used to complete pre-dilatation. A non-abbott stent was deployed successfully and the procedure was completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, the device was prepped (applying negative pressure) inside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instructions for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Additionally, the IFU states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur.